Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. "The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? Was the procedure associated with this event open or laparoscopic? If applicable in what tissue layer did you place the mesh? Were any abnormalities of tissue noted prior, during, or after the procedure? Were there any intra-operative complications? Another relevant patient history? When and how was the recurrent prolapse diagnosed? What are symptoms, type and location of recurrent prolapse? If any reoperation was performed for recurrent prolapse, please provide the date and details? Location and character of the pain? Onset date/time? Did a mesh excision procedure provide a relief for the pain? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological surgical procedure on unknown date and the mesh was implanted. It was also reported that the patient experienced recurrent prolapse and pain from mesh. The mesh was excised. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 01/20/2019. Additional information requested and following was obtained: "the patient demographic info: age, weight, bmi at the time of index procedure na". Date and name of initial surgical procedure ethion prosima as a result of prolapse. The diagnosis and indication for the initial surgical procedure? Prolapse. Was the procedure associated with this event open or laparoscopic? Na. If applicable in what tissue layer did you place the mesh? Na. Were any abnormalities of tissue noted prior, during, or after the procedure? Na. Were there any intra-operative complications? Na. Another relevant patient history? Na. When and how was the recurrent prolapse diagnosed? Na. What are symptoms, type and location of recurrent prolapse? Na. If any reoperation was performed for recurrent prolapse, please provide the date and details? Mesh excised. Location and character of the pain? Onset date/time? Na. Did a mesh excision procedure provide a relief for the pain? Na. What is physician¿s opinion as to the etiology of or contributing factors to this event na. What is the patient's current status? Na.